Manufacturer narrative:
Corrected fields: h2 (device evaluation should be unmarked as the device is not physically inspected).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer later reported that they moved the custom button and that resolved the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was delivering air and carbon dioxide at the same time. The issue occurred during an unknown procedure. There is no information regarding the type of procedure, when the event occurred related to the procedure, if it was completed nor if there was any delay. There were no reports of patient or user harm.